Event description:
It was reported to philips that the device was not useable to treat a patient in cardiac arrest. The patient involved was report to have been in cardiac arrest and died. The device was kept in use by the customer from (B)(6) 2018 forward after continuously failing the operational checks and autotests.

Manufacturer narrative:
It was reported to philips that the device was not useable to treat a patient in cardiac arrest. The patient involved was report to have been in cardiac arrest and died. Additional information has been requested. A follow up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was not useable to treat a patient in cardiac arrest. The patient involved was report to have been in cardiac arrest and died. Additional information has been requested.